Manufacturer narrative:
Product complaint # (B)(4). Investigation summary although the instrument was not received, a review of a provided photograph confirmed the complaint. The root cause is attributed to use error through off-axis impact. Complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle straight cup inserter was broken. The back portion was broken off while impacting the cup. No surgical delay.